Event description:
Guide wire stuck and broke off when removal was attempted. Surgery to have broken piece removed. No additional information provided.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. The device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In the absence of any detail concerning this complaint the root cause cannot be determined. Root cause is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.